Event description:
It was reported that the patient has experienced a shortness of breath since device implant. Medicine dosage was changed but it did not help. Reprogramming the device was performed. The patient will be rechecked in 3 months.